Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The results, method, and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient was involved in a car accident; and afterwards experienced pain at the ipg site. Surgical intervention is planned to address the issue.

Event description:
It was reported during follow up the patient underwent surgical intervention, during which the ipg was explanted and replaced. Surgical intervention addressed the issue.